Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via online chat and stated that the bits on top of the brush head were falling out; he stopped brushing his teeth and used a new one and the same thing happened. No injury was reported.